Manufacturer narrative:
This medwatch is for compact plus system 1. Please see medwatch with pt identifier (B) (6) for report on compact plus system 2.

Event description:
Caller reported blood glucose results of 434 mg/dl using compact plus system 1 and 195 mg/dl using compact plus system 2 within 10 minutes. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.